Event description:
A diagnostic catheter had noise in the signal from the distal tip. Multiple cables were tried, and the mapping system was checked for difficulties prior to replacing the catheter. Once the catheter was replaced the procedure was completed without further issues.